Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable and cord of the motor device were damaged. It was determined that the device displayed an e5 error code (fault in handpiece) and it had a component damaged. It was further observed that the device exhibited heat and unintended activation/motion. It was observed that the device was not able to be dismantled and nor open. It was further determined that the device failed pretest for hand piece temperature assessment, safety assessment, no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42), motor thermistor assessment, cable assessment and visual assessment. It was noted in the service order that the device was not working properly during pre-surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.